Event description:
It was reported that they used the stapler and they fired once and that firing was fine and when they went to reload it, the reload wouldn't go in. They said the knife blade was still sticking out and they tried the manual reverse switch to retract the knife blade, but that didn't work so they got a new stapler, which completed the procedure. There was no patient harm.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.